Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix mechanism issue resulting in failure to extend the helix. The ra lead was removed and replaced with a tined lead on 12 dec 2023. The patient was in stable condition.

Manufacturer narrative:
Correction please retract this report 2017865-2024-00580 as response from the representative received confirms the helix mechanism issue was discovered while in patient's body. Hence, the complaint is non-reportable.